Event description:
Caller reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.